Event description:
Caller reports back to back comparison on the same meter while using the inform system with results of 62mg/dl and 161mg/dl. No quality control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.